Event description:
Situation: icp kit from ICU medical lot 8035002 was being set up for evd (external ventricular drainage) and could not get yellow ends off the white stems to dead end the 3 gang stop cock, also the white cap at end of kit would not come off. Background: the white caps are not occlusive and need to be swapped out and flushed in system setup, end cap needs to be removed to attach to evd drain and system. Assessment: removed and saved, new setup flushed and attached to patient without problem. Recommendation: faulty setup taken and bagged with wrapper, in door of psm office.